Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, per IFU, adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2018 a patient underwent treatment of a thoracic aortic dissection, zone 2, with two gore® tag® thoracic branch endoprostheses and one conformable gore® tag® thoracic endoprostheses as distal extension to aortic component. The pre-treatment maximum aortic diameter within the treatment zone was 53.1mm. According to the report all devices were positioned and implanted without issue. On (B)(6) 2018 the patient exhibited a type ii endoleak. The maximum aortic diameter within the treatment zone was 81.9mm on (B)(6) 2019 a reintervention took place whereby an extension device was implanted.